Event description:
Per the clinic, the patient experienced intermittent sound and no communication to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was electively explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery.